Event description:
It was reported that when using the BD Pyxis¿ ES Server patient order information got delayed. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & H.4: Serial Number, Unique Device Identifier, and Manufacturer Date not available.Upon investigation of the actual device used in this incident, it was determined that the station patient order information got delayed. A technical support specialist (TSS) dialed into the server, observed health sight viewer critical notice. TSS ran a site-down query and confirmed that messages were current. TSS verified that the last CareFusion coordination engine (CCE) message. Further review showed that the facility's auto critical override duration was configured for 15 minutes. The TSS explained the findings to the customer and advised that no message delivery issues were observed at the time of review. The system functioned as intended after the technical support specialist assessed the device.